Manufacturer narrative:
Unit was received dirty and was tested as received. Unit passed all performance tests. The complaint could not be duplicated. Chemcial analysis of solution sample: dextrose = 32mg/dl (trace amount) amino acids - ratio of amino acids in the sample is not consistent with presence of only the one type of amino acid solution which was reported programmed.

Event description:
Caller reported that pt did receive dextrose 50% injection following in hypogyemic episode. The pt is being followed on an out-patient basis by his neonatologist.